Event description:
Dear amo, I have been a complete moisture user for many years now, because I have a problem with dry eyes. Unfortunately, I have been unable to wear my contacts regularly, due to a recurrent problem with my eyes. As you can see by the documentation enclosed, I have seen my eye doctor several times with problems. This does not include my yearly exams, when we also discussed the problem. The symptoms were the same every time: red, painful eyes. I was diagnosed with either dry eyes or conjunctivitis. My eyes only improved when I stopped using contacts, and went back to my glasses. I had pretty much stopped wearing contacts, and returned to glasses, because nothing worked. I'd buy new contacts, try different soaps on my hands prior to inserting contacts, wore them for shorter times etc., etc. No medications worked either. I started to think that I just couldn't wear them. Then, my wife saw a news report on television regarding the recall, went to the medicine cabinet, and saw that I'd been using this product. I made an appointment with my eye doctor. She confirmed that no damage had been done to my eyes that she could see. I bought a new solution, and have been fine ever since. This is the most eye comfort I have had in years. There has been time lost from work, as well as some financial loss as a result. I was not diagnosed with ak, but I have been fine since switching solutions. I returned the containers to the stores. I was reimbursed for one unopened package, however, they did not reimburse me for the opened container, which they took. I am glad you found the problem with your solution, because I prefer to wear contacts instead of glasses. My eyes feel much better. Thank you for being responsible in reporting this problem. Please contact me to let me know how you plan to reimburse those of us who have suffered as a result of this problem.